Event description:
The recipient reportedly experienced a head trauma incident. The recipient is presenting with a hematoma and swelling. The recipient had their blood punctured 3 times in (B)(6) 2017, (B)(6) 2021, and (B)(6) 2021. The recipient was prescribed antibiotics.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues have resolved. The recipient continues to use the device and will be managed by the facilities protocols. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.